Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a sensor failure after warm-up occurred. The sensor was inserted into the abdomen. On 10/23/2023, the patient's wife noticed the patient was not feeling well so she checked the cgm and it was not working. It was reported that the sensor had failed so she took the patient's blood glucose (bg) and it was high. She called the patient's endocrinologist because the patient had difficulty eating and swallowing. The endocrinologist advised the patient's spouse to call an ambulance and have the patient go to the emergency room. When paramedics arrived, they checked the patient's bg and it was 400 mg/dl. The patient was transported to the hospital and was treated with IV therapy. The patient could not remember how long they were in the hospital but stated it was approximately a couple of days or a week. At the time of the report, the patient was still not feeling well. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.